Event description:
It was reported that during a diagnostic esophagogastroduodenoscopy procedure, the scope perforated the patient¿s colon due to poor retroflexion of the gastrointestinal videoscope during use. The procedure was stopped and the perforated site was clipped. The patient was sent to the iuc for another procedure to address the perforation. Further follow-up is currenlty pending.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00146. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information received the perforation occurred in the gastric tract.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: b2, h6. The device was returned to olympus for inspection and the reported device failure was confirmed. The scope had a worn off/peeling. The bending section rubber glue and angulation was below the standard. Per the device instructions: evis exera iii: evis exera iii gastrointestinal videoscope: olympus gif-hqa190: intended use: "the evis exera lll gastrointestinal videoscope gif-hq190 is indicated for use within the upper digestive tract (including the esophagus, stomach, and duodenum). Do not use this instrument for any purpose other than its intended use. Select the endoscope to be used according to the objective of the intended procedure based on the full understanding of the endoscope¿s specifications and functionality as described in this instruction manual". The device was not used in accordance with the instructions for use as it was used in the colon and not the upper digestive tract. While the exact root cause was not identified, the off-label use may have contributed to the adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.